Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not communicating properly with the meter. Blood glucose level at the time of the incident was 417 mg/dl, which had been treated. The insulin pump did not show signs of malfunction during troubleshooting. The insulin pump was not replaced or returned for analysis.